Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator had an issue shocking with internal paddles during patient use. There was no reported negative patient impact.